Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary, drawer was failing to stay closed and that part of the drawer came off and the metal was stuck. The customer stated that the malfunction occurred when user was trying to issue medication to the patient and they were still able to issue the medications to the patient during the malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: b5 and h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer rails were damaged and could not shut the drawer all the way. A field service engineer was able to replace the right-side rail, resolving the issue after cleaning out the ball bearings and the mashed-up cage. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary, drawer was failing to stay closed and that part of the drawer came off and the metal was stuck. The customer stated that the malfunction occurred when user was trying to issue medication to the patient. They were able to get medications from another station, resulting delay in patientcare workflow. There were no adverse events or injuries reported based on this event.